Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available./ ju0306. No further information will be provided.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The reservoir could not be unlocked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: materials-locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and locking mechanism were in good condition. However, plate could not be unlocked. Since no damage is observed it is considered that this material factor does not affect or contribute to the product integrity and its function. Method-during sample evaluation, it was not possible to unlock the reservoir. Therefore, it was noticed that the plate was closed very firmly. Reservoir was tried to be activated by using both hands in an unusual way. Finally, the plate was able to be open, but it was noticed that there was no spring inside it, this is the reason it could not be unlocked, and its usage was not possible. Therefore, it is considered that this man factor affected the product integrity and its function. Ca initiated. Based on the present analysis and condition of sample evaluated, the reported defect by the customer is verified to be related to manufacturing process. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.